Event description:
It was reported that before a laparoscopic unknown procedure, the firing force was a bit higher than expected when the device was fired for functionality before use on the patient. Another device was used to complete the case. There were no adverse consequences to the patient. A teardrop shaped clip was formed when the device was fired by the sales rep after the operation. One device and the teardrop shaped clip will be returning.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed six remaining clips as intended. However a double feed ocurred causing 1 pear shaped clip and 1 gap clip, then the device locked out as intended but the orange indicator did not show up; this finding is not related with the incident reported. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. It could not be determined what may have caused the double feed incident. A batch/lot record review was performed and the batch met all final acceptance criteria.